Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure, after the sheath was inserted and crossed the septum it was noted that the dilator was split at its distal tip by the guidewire. There was no reported adverse consequence. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.